Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was showing to be dislodged at an x ray analysis performed. The lead was repositioned and slack was added. The amplitude decreased when the lead was sutured down but it is showing a normal behavior at this time. The lead remains in service. No additional adverse patient effects were reported.